Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had multiple high blood glucose (bg) levels. The contact declined to provide further information regarding the events.